Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump did have intermittent button response due to moisture damage at the keypad traces.

Event description:
The customer reported that she was treated by the paramedics, then hospitalized due to a low blood glucose reading of 21 mg/dl. The customer stated that she was on vacation, and was waiting for a replacement insulin pump. The customer was unable to locate a pharmacy to get her supplies, and she used a pen to push insulin into her with the infusion set. The customer had previously reported that the numbers were ramping up on the screen on their own without any input by the customer. Advised the customer that the insulin pump would be replaced. Nothing further was reported.